Manufacturer narrative:
Analysis of the log files from the AED showed that the AED was placed into service without the pads connected to the AED. The ddu series aeds are designed to be stored with the pads connector already installed. This simplifies the procedure for deploying and operating the device in an emergency. On (B)(6) 2024, during the AED's automated self-test, the AED identified that the pads were not connected and attempted to alert the user by flashing its red asi and chirping. The AED continued to chirp and flash without any evidence in the log of any human interaction to address the aeds condition until the battery pack became completely depleted. The cause of the AED not powering on was related to a failure of the customer to set-up the AED and maintain the battery pack. On (B)(6) 2026 the AED identified that the AED battery was getting low and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until (B)(6) 2026 when the battery pack was measured at a critically low state and the AED began reporting replace battery pack now. The AED continued to flash and chirp until (B)(6) 2026 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until (B)(6) 2026 when a replacement battery pack was inserted into the AED. The review identified that the AED functioned as designed and can stay in service.

Event description:
An international distributor reported that their customer's AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. The customer did not report this occurring during patient use.